Event description:
Discordant, falsely low ethanol (etoh) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated and resulted lower. It is unknown what instrument the samples were repeated on or if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant etoh results.

Manufacturer narrative:
The cause of the discordant etoh results is unknown. Siemens healthcare diagnostics, inc. Is investigating this issue.